Manufacturer narrative:
Results of investigation: it was reported that the threads of a r3 straight shell impactor were found worn and messing up orange tips. No case involved. The affected complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirms the threads are damaged, as the orange tip is jammed and could be removed from the impactor. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. Based on this investigation, the need for corrective action is not indicated. The impactor was manufactured in 2020 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. We will continue to trend through our post market surveillance process. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the threads of a straight shell impactor were found worn and messing up orange tips. No case involved.